Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutr-34, serial/lot #: (B)(6), ubd: 17-aug-2023, UDI#: (B)(4). Image review: computed tomography (CT) images were provided for review with poor imaging due to insufficient contrast and slice misr egistration. The patient had a possible sievers 1 bicuspid aortic valve with fusion of the right coronary cusp (rcc) and left coronary cusp (lcc). The valve load appeared correct with no evidence of crown overlap (unclear if the first or second valve load). Suprannualr deployment at 80% was observed with no infolding present (unclear which attempted deployment). Extensive frame infolding observed at 80% deployment (unclear which attempted deployment). Another correct valve load image (unclear if the first or second valve load). A final cine showed no valve infolding visible at 80% deployment. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The handle appeared intact. The device was received with the capsule fully closed. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with an infold. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. There was a slight bend to the stability shaft and a bend to the capsule. There was discoloration to the nosecone that appeared to become more apparent over time. A 34mm valve was successfully loaded onto the dcs with slight resistance noted. On retraction of the capsule via the rotation of the deployment knob, the valve deployed without dislodging early from the capsule. The reported event for dislodged valve could not be confirmed in the analysis. Product analysis: upon receipt of the suspect complaint device inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution at medtronic¿s quality laboratory, visual analysis showed the valve was discolored with evidence of blood contact with the frame in a crimped state. The inflow aspect exhibited a kidney-shaped appearance suggestive of a possible infold. All leaflets exhibited signs of severe creases. The condition possibly attributed to the valve being in the crimped state for an unknown duration of time. As received, all leaflets appeared crowded and in partially closed position. All commissures appeared intact. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed state. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Discoloration noted on the nose cone may be due to the time between the procedure and the decontamination process. The analysis confirmed the reported infold event. The images confirm the infold on the third deployment attempt but could not confirm the difficulty positioning the valve. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. A pre-implant balloon aortic valvuloplasty (bav) was not performed and the load was confirmed visually, tactilely, and via fluoroscopy. According to the physician, the patient¿s bicuspid valve and calcification probably contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a native bicuspid aortic valve, the valve was recaptured twice. During the third attempted release, the physician noted an infold within the valve. It was reported that the valve had moved towards the ventricle during the previous deployment attempts. The valve was recaptured and withdrawn from the patient. According to the physician, the calcification probably contributed to the infold. A new valve and delivery catheter system (dcs) were used. The replacement valve was successfully implanted. Of note, a pre-implant balloon aortic valvuloplasty (bav) was not performed. No adverse patient effects were reported.